Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A functional check was performed, as well as a visual inspection to investigate the reported issue. The customer's reported issue could not be duplicated. The latch lock flex cable was replaced as a preventative measure during the repair process.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave an error code 41541. There was no patient, or clinician injury associated with these occurrences. The event occurred during test. No further details provided at this time.